Event description:
It was reported that high hvli was observed since (B)(6) 2011. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.